Event description:
It was reported that extended charge time was observed. The device was near eri. Physician decided to explant and replace the device.

Manufacturer narrative:
No medwatch form was received.